Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer declined additional troubleshooting, stated intent to call back if further assistance was needed, and no further actions were documented.